Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the patient leaks are running 120-140 lpm while the device was on a patient. There was no patient harm.